Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that the system type is within the specification. The picture provided showed a sharp edge and traces of external force. Both the paintwork and the material underneath were deformed, suggesting one or more collisions. In order to determine whether the area complies with the regulations in general, i.e. Also when new, this was examined by an independent accredited test laboratory in accordance with ec 60601-1:2012. The system was found to be compliant with the relevant standard. Neither an accumulation of errors nor a systematic error could be detected in the system. The affected part has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event because no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee floor system. When loading the patient onto the table, the patient's leg was caught on the corner of the table resulting in a cut to the leg. At this time, it is not known if any medical treatment was necessary. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.